Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (gender unknown), the pads were damaged during opening/removal of packaging. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
No product was returned to zoll medical corporation for evaluation. Review of the device history record (DHR) found no discrepancies related to wire exposure during manufacturing. Final qc inspection and testing confirmed that insulation met specifications. Without the returned electrodes and pouch, the cause of the exposed wires cannot be determined. This claim is therefore closed as no fault found. No trend is associated with reports of this type.